Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 10 months post implant of the ipg system, approximately 3 years ago.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source. The patient died greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2009; 694765 implantable tachy lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.